Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer retrieve the error logs and clinical audit trail along with the x2 logs. The logs were reviewed by a philips clinical application specialist (cas). The logs indicated the patient was monitored with arrhythmia off, and the vtach does not generate when arrhythmia is off. The strips indicated artifacts that are noisy and were generating a cannot analyze ECG inop. The cas confirmed the x2 device was working as configured and by design.

Event description:
It was reported: an alarm was not triggered with a patient. The alarm event occurred on (B)(6) 2022 at 13:12uhr. The device was reported to be in clinical use on, there was an adverse event reported.

Event description:
It was reported: an alarm was not triggered with a patient. The alarm event occurred on (B)(6) 2022 at 13:12uhr. The device was reported to be in clinical use on, there was an adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.